Event description:
Caller alleged discrepant inratio2 precision results. Results as follows: date: (B)(6) 2011, inratio: 4.9, re-test: 5.8, re-test: 4.9, re-test: 5.5. Tests done minutes apart using different fingers. Trainer received four different values while training a patient self tester. Other patients have been trained using the same strips without any issues. Caller reports that the strips may have been left out in her car. Patient is scheduled for a cat scan to check on her kidneys.

Manufacturer narrative:
Investigation pending.